Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown); implant date n/a; explant date n/a citation: zhang, x., li, y., yin, k., hao, z., fu, y., yang, q., xu, g., & lv, p. Endovascular recanalization of symptomatic chronic cerebral artery occlusion: predictors for successful recanalization and perioperative complications. Frontiers in neurology 16:1453841 2025. Doi:10.3389/fneur.2025.1453841 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of recanalization hemorrhage leading to death, ophthalmic artery occlusion, subarachnoid hemorrhage, intraparenchymal hemorrhage, distal embolization accompanied by limb hemiplegia, and re-occlusion of in-stent thrombosis with progression of hemiplegia in association with endovascular recanalization utilizing the echelon catheter. The study was performed between february 2021 and october 2024. The purpose of this article was to identify potential predictors for successful recanalization. The authors reviewed 103 cases of patients treated for chronic cerebral artery occlusions using endovascular recanalization with an echelon catheter. Of the 103 patients, the age range was 32-81 years, 25 were female and 78 were male. The responsible arteries of the selected patients include complete occlusion of the internal carotid artery (both the intracranial and extracranial segments), the middle cerebral artery, the vertebral artery (both the intracranial and extracranial segments) and the basilar artery. The overall technical success rate was 68.9%. The article does not state any technical issues during use of the echelon catheter. The following intra- or post-procedural outcomes were noted: massive recanalization hemorrhage postoperatively resulting in death in 1 patient ophthalmic artery occlusion in 1 patient subarachnoid hemorrhage in 2 patients followed by microwire perforation intraparenchymal hemorrhage in 1 patient distal embolization accompanied by mild symptoms of limb hemiplegia re-occlusion of in-stent thrombosis with progression of hemiplegia in limbs in 4 patients.